Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the reservoir had air bubbles. The customer did not recall the blood glucose reading. The customer stated that the insulin pump was not rewound with the reservoir in place and that the insulin was stored at room temperature. The customer reported that the air bubbles did not persist after a set change. The customer reported that the blood glucose can go from 300 mg/dl to 40 mg/dl in an hour and that he is sensitive to insulin. The customer reported that it sometimes takes 14 units of insulin to prime out the air bubbles. The customer was not receiving any no delivery alarms at the time that there are air bubbles, but had received no delivery alarms at other times. The call was disconnected and the customer was left a message to call back.